Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient family that the patient lost consciousness while driving. He was admitted to the hospital and the physician described the event as "not connecting with bottom chamber". The patient was resuscitated. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.